Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. No defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device. This was repeated multiple times with the same issues. None of the remaining clips were able to properly load. The device was disassembled in order to inspect the internal components. Upon disassembly, it was found that the top jaw has bent jaw legs. The damage to the jaw legs could prevent clips from properly loading, as was the case during this investigation. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip falling out of the jaw" was confirmed based upon the sample received. One device was returned. Upon functional inspection, none of the 8 remaining clips were able to properly load into the jaws of the device. It was found that the jaw legs of the top jaw were bent which prevented the clips from properly loading. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. The device was received with 8 clips remaining indicating that 7 clips were fired by the end user. Based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that the clips were falling out of the applier jaw. No clips fell into the patient's body. There was no injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73e1600476 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips were falling out of the applier jaw. No clips fell into the patient's body. There was no injury.